Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of intermittent out of range could not be confirmed. A CAPA has been initiated for this issue.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. The patient's mother did not report any injury or medical intervention.